Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He replaced the display assembly. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display on the pump was missing pixels. The device was not changed out, they continue to use the pump using the the central control monitor (ccm) to view and control. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed only partial of the display to be lit. He determined that the graphics driver printed circuit board (pcb) was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.